Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, thermal damage was observed to the device's power supply. Component c13 (surface capacitor) displayed evidence of a thermal event. The thermal event was contained to c13 and no other thermal damage was present. The device's power supply was replaced to address the issue. The device also showed evidence of physical damage to the front, rear, and bottom cases consistent with the device being dropped.